Event description:
A report was received that the pt's implant was heating up while she charged. Analysis of the pt's database did not show any signs of premature battery depletion. The charge profile revealed that the ipg internal temperature stayed within the expected range while charging. The device was working as expected. The physician prescribed the pt lidoderm patches for the pain and he will follow-up with the pt.